Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of (B)(4) study. This complaint is being reported based on the event of wheeze, dyspnea, and blood stained sputum requiring treatment. (The type of treatment was not reported) on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. The patient had a planned hospitalization from (B)(6) 2015. According to the complainant, following the procedure, the patient experienced wheeze, dyspnea, and blood stained sputum that required ¿other treatment¿, the type of treatment provided was not reported. The patient was reported to have recovered from wheeze, dyspnea, and blood stained sputum on (B)(6) 2015. On (B)(6) 2015, the patient was discharged from the hospital.